Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer blood glucose reading at the of the incident is 500 mg/dl. Customer current blood glucose reading was unknown. Customer feel ok to troubleshoot. Customer reports they have contacted their health care professional regarding the high blood glucose reading. Customer stated there was not air bubbles or leak issue but there was under delivery issues. Customer did not mentioned if there was any bent issues. Customer declined to check setting. The insulin pump passed self-test. Customer did not used auto mode feature. Insulin pump will be returning for analysis.